Manufacturer narrative:
Pr (B)(4).- supplemental MDR - needle clogged/blocked since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
No additional information was provided.

Manufacturer narrative:
If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Material # 305916 batch # 2003406 it was reported that the bd safetyglide needle was clogged/blocked. The following information was provided by the initial reporter: verbatim: rcc received a complaint via email. Email(s) attached. We have had 13 faulty bd safetyglide needles (lot #2003406) at the highland park pediatrics location. Additional information provided: several of these needles are unusable - they do not push. Tried to pull back to add air - will not push to remove air. Kristin and carol both tried 6/17/24. Changed needle and was successful. 6/19: failed 7/3: failed 2 needles 7/10: failed 7/11: 2 8/5: x2 8/6: x2.